Event description:
The available information indicates that while performing maintenance on the unit, the user noticed the power block pulling away from the base while removing the power cord from the base. This is the only information available and no patient impact or injury was reported as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device was returned for evaluation and on (B)(4) 2013, analysis confirmed the power entry module was damaged and was therefore replaced. However, the stim board was also replaced due to polarity test failures...recognition of this issue was not apparent to the user and if the user was not alerted to this malfunction, it could potentially result in a false negative if the device is not stimulating/delivering current.